Manufacturer narrative:
(B)(4). The following report is submitted to relay additional information. No product was returned; therefore, the visual and dimensional evaluations could not be performed. Device history record (DHR) review was unable to be performed as the lot number of the device involved in the event is unknown. Compatibility check and complaint history search were not performed. The revision surgical notes stated that all inflamed synovium were removed and confirmed that the femoral and tibial components were removed with minimal bone loss using osteotomes.; hence, confirming the reported event. A definitive root cause cannot be determined with the information provided. No corrective actions, preventive actions, or field actions resulted after investigation of this event. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends. Multiple MDR reports were filed for this event, please see associated reports: 0001822565-2017-06144.

Manufacturer narrative:
(B)(4). Concomitant medical products: unknown nexgen tibial tray, cat#: unknown, lot#: unknown; unknown nexgen articular surface, cat#: unknown, lot#: unknown; unknown nexgen patella, cat#: unknown, lot#: unknown. Customer has indicated that the product will not be returned to zimmer biomet for investigation, as product location is unknown. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends. Multiple MDR reports were filed for this event, please see associated reports: 0001822565-2017-06144. Product location unknown.

Event description:
It was reported that the patient was revised to address pain and component loosening, approximately one year post initial arthroplasty. Medical records also note that the patient had an inflamed synovium. Attempts have been made and no further information has been provided.